Event description:
The customer reported that the device did not analyze every two minutes as expected in the manual mode. This symptom could impact the delivery of therapy.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.